Event description:
Report received from the (B)(6) states: "during fifteen surgeries bubbles occurred with every cassette. The surgeries were performed during the (B)(6). No pt impact. The pt outcome was as expected." Additionally, info received indicated "the aspiration line is not fitted correctly." "Though requested, the user facility did not provide info for individual cases.

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Though requested, the devices have not been returned for evaluation. A follow up report will be submitted should additional info for individual cases or in the event the devices are returned for evaluation.